Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Corrected data compared to maude event report: mw5055779. Retrieving a celect filter when noticed that one of the arms was fractured off. The arm is missing and was never found. They were able to successfully retrieve the filter. On 26oct2015: description of event according to maude event report: celect ivc filter found to be fractured, missing arm could not be located in spite of fluoroscopic and radiographic search of entire chest and abdomen. (B)(4). Summary of investigation findings: based on the information provided it is assumed that the filter was removed since no longer needed. The fracture of one arm was discovered during filter removal procedure. The implant period is unknown and patients medical records are unknown at this time. No imaging is provided and therefore it is not possible to comment on the fractured celect filter, which was missing and never found. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: retrieving a celect filter when noticed that one of the arms was fractured off. The arm is missing and was never found. They were able to successfully retrieve the filter. On 26oct2015: description of event according to maude event report: celect ivc filter found to be fractured, missing arm could not be located in spite of fluoroscopic and radiographic search of entire chest and abdomen. Patient outcome: it is unknown if the patient experienced any adverse affects due to this occurrence.

Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigation findings: based on the information provided it is assumed that the filter performed as intended and was removed since no longer needed. The fracture of one arm was discovered during filter removal procedure. The implant period is unknown and patients medical records are unknown at this time. No imaging is provided and therefore it is not possible to comment on the fractured celect filter, which was missing and never found. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: retrieving a celect filter when noticed that one of the arms was fractured off. The arm is missing and was never found. They were able to successfully retrieve the filter. Patient outcome: it is unknown if the patient experienced any adverse affects due to this occurrence.